Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. The pt was admitted to the facility on 3/9/2002 with an infected pseudoaneurysm. Surgical repair was performed. Although requested, no further info has come available.